Manufacturer narrative:
A durastar percutaneous transluminal coronary angioplasty (ptca) balloon ruptured below nominal pressure during inflation. A patient of unknown age and medical history underwent a ptca of an unknown vessel. Information about the patient, vessel characteristics and intervention was not available. The rate of stenosis was not reported. The complaint product was delivered to the lesion and during inflation it would not inflate. There was no reported problem encountered advancing, tracking or removing the device from the patient. It is unknown if an inflation device was used. Information about the type of contrast and saline ratio used was not reported. Another device was used to successfully complete the procedure. There was no reported patient injury. One non-sterile sakura durastar 3.75 x 15 mm was received coiled inside 2 plastic bags. Balloon and inflation lumen presented dry blood residues. Balloon was already inflated. The inner body damage (at balloon area) could be observed during insertion of guidewire through the unit. Water was injected thought the unit and the balloon could be inflated; no leakage was observed. Sem results showed that the inner member (guidewire lumen) exhibited evidence of abrasions on its inner surface. The exact cause of the inner member leakage could not be conclusively determined; however it appears that a pointed object could have punctured the inner member and prompted the damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the inner body condition could not be determined; it is likely that procedural factors could contribute with the issue experienced by the customer. An assessment was performed to determine if there are controls in place to prevent this kind of condition. Based on assessment, it can conclude that this kind of damage is not related to the manufacturing process. Therefore, no corrective or preventive action will be taken. The reported "balloon leakage" failure was not confirmed since no leakage was observed in the balloon during functional test. The exact cause of the failure reported by the customer complaint could not be determined. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The reported complaint was not confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the reported event.

Event description:
The information received indicated that when the physician inflated the balloon, it could not be inflated. The physician suspected that the balloon had some leakage. The device was changed for another one to complete the procedure. Analysis of the returned product indicated that sem results showed that the inner member (guidewire lumen) exhibited evidence of abrasions on its inner surface. The exact cause of the inner member leakage could not be conclusively determined; however it appears that a pointed object could have punctured the inner member and prompted the damage.